Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "when opening the package, the surgeon did not feel that the resistance to the package lid and the plastic packaging that is usually suctioned to the implant were sufficiently in place. There were 3 wet looking spots on the underside of the implant."